Event description:
It was reported that a nail was protruding from the wooden packing crate used to ship CT product. A user facility employee rec'd a minor cut when handling the crate and was sent to the hosp for treatment. A serious injury was not reported.

Manufacturer narrative:
The packing contractor has been contacted to investigate and correct future packaging, as needed. Packaging in inventory was inspected to prevent possible shipment of improperly packed product.